Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. A review of the device history records revealed no irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. The uniplanar screw was returned with bushing disassembled from the screw body. This occurred once explanted, the doctor was "fiddling" with the screw and it dismantled. The purpose of the uniplanar screw is to restrict motion in the axial plane so the surgeon can manipulate the vertebral column to correct axial deformity. To restrict axial motion, the uniplanar screw was designed with flats on the normally spherical head of the pedicle screw. The uniplanar screw bushing has features which mate with the flat sides of the pedicle screw. The outcome of this design is that the uniplanar screw acts like a fixed screw. To adjust the rotational position of the uniplanar screw the pedicle screw must rotate. In certain instances the friction between the screw head and bushing can be overcome, and rotation of the head does not result in the simultaneous rotation of the bone screw and bushing. This results in misalignment which will prevent the rod from fully engaging the screw. This issue can be minimized when proper technique and instruments are used. Field bulletin mmkt-000401 provides instructions for in situ realignment. Do not remove the screw. It can be realigned use the following instruments from the zodiac instrument set: · 62941 screw removal shaft. · 62921 rod rocker. 1. Engage the inner hex of the uniplanar screw with the screw removal shaft. You will use the screw removal shaft as an anti-torque to prevent the screw from advancing into the pedicle while realigning the bushing and tulip. 2. Use the rod rocker to engage the tulip of the uniplanar screw. 3. Rotate the screw head with the rocker to realign the tulip with the bushing. · use the 73730 head positioner to realign the screw head so the rod may be inserted. The zodiac spinal fixation system is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. It is intended to provide stabilization during the development of fusion utilizing a bone graft. Specific indications for the zodiac system are dependent in part on the configuration of the assembled device and the method of attachment to the spine.

Event description:
An international customer ((B)(6)) reported that once the screw had been implanted, the bushing became misaligned from the rod channel of the screw body.